Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Corrected fields: e1 (contact should be blank), e2, e3 and g2 (health professional is not applicable to this event). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the damaged distal end could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation that the flex video scope distal end had broken off. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.